Event description:
On the above date, I was shocked 26 times within an hour due to a lead fracture from my medtronic device. I was in the ER dept -at hosp, for over 35 minutes before they turned off my device even with my initial EKG reading -after the first series at 6 shocks- being normal. During each shock, the pt who is awake will see the electrical currents via the visual cortex and hear the blast via the auditory cortex and it feels like you are being crushed by an airplane and hit by lightning. Subsequent to all the shocks, I now experience ptsd, anxiety -muscle spasms, shaking, and sweating in an involuntary response to stimuli such as beeping, dark rooms, and spontaneous light changes-, panic attacks, and other psychological issues I never had prior to this event I have had multiple problems with this product. First the battery was recalled, the device migrated, a lead fracture, my new device -since 2007- migrated again -with resulting pain/hypersensitive tissue changes-. Due to my lead fracture and already having two leads in my heart, I underwent a lead extraction surgery on the same day at which point my electrophysiologist put in another sprint fidelis lead as the lead was not recalled at that point. Dates of use: 2004 - 2005, 2005 - 2007. Diagnosis or reason for use: hypertrophic cardiomyopathy.